Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient that has been lost to follow up was seen in clinic recently. During a device interrogation the patient was complaining of lightheadedness and not feeling well. The interrogation showed the device was at end of life (eol) with a magnet rate of 83. The patient stated that every time they interrogated the device or did a battery check, he would feel light headed. At that time, they changed the device programming to vvi 30 and noted there were no r waves present. Boston scientific technical services (ts) explained that when the device is beyond eol, we cannot predict device behavior and recommended replacement. Later, the device was explanted and replaced.